Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
It was reported that during a laparoscopic gastric bypass procedure pneumo was leaking from the devices. The case was completed with the devices. A second insufflators was added to the procedure to keep the insufflation to 15. There was no patient consequence. The devices were discarded.

Manufacturer narrative:
(B) (4). As product was not returned, a DHR of the meter was requested. The device history review for meter (B) (4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. In addition, retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
A customer reported after he took a finger test with a result of 350 mg/dl, he self-medicated with 10 units of insulin, which resulted in hypoglycemic episode with loss of consciousness. The paramedics were not called and he reportedly was given some orange juice by his wife to bring his blood sugar back up. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a DHR of the device was requested. The device history review for navigator (B) (4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.